Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The reported loose/intermittent connection was unable to be confirmed. The returned device analysis confirmed that the steerable guide catheter (sgc) flush port functioned as expected. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported loose/intermittent connection is possibly related to variation in the use of the non-abbott stopcocks used at the account; however, this cannot be definitively determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guiding catheter was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the valve was unable to connect to the steerable guide catheter during preparation. If this were to recur in the anatomy, there is potential of air leak. It was reported that during preparation of the steerable guide catheter (sgc), 3 stopcocks were unable to connect to the sgc hub. There was no patient involvement and the device was not used in a procedure. There was no additional information provided.